Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alert conditions. The nurse call function was tested in both inverted and normal mode and found to be functional. No critical failures or audio faults were recorded in the log file. The speaker wires were intact and the speaker resistance was within specification. Customer complaint was not duplicated. The device was fully functional.

Event description:
The customer reported the external alarm does not function. No patient impact or consequences were reported.